Event description:
Broviac catheter was placed in the subcuteneous tissues, but became stuck in its position. The surgeon adjusted its position,and it was then that it became apparent that the cuff was not adherent to the catheter. The catheter was removed and surgeon had to find the cuff in the subcutaneous tissues. It was identified and removed, before a second broviac catheter was placed into position. After removal, it was noted that there was a split in the cuff of the list catheter.